Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to pulmonary embolism (pe) and surgery. The patient alleges tilt, vena cava perforation, organ perforation, and acute respiratory insufficiency secondary to pulmonary embolism resulting in a 7-day hospitalization. The patient further alleges multiple struts perforate the wall of the ivc, four anterior struts extend into the small bowel lumen, a strut extends into the aorta, pain, and distress. On (B)(6) 2020, per a report from computed tomography; ¿there is posterior filter tilt. Apex is in the lumen, touching the posterior wall. 2. The apex of the filter is 1.2 cm above the right renal vein. The tip is 1 cm below the left renal vein. 3. There are multiple struts extending outside the ivc wall. There are 4 anterior struts extending into adjacent small bowel lumen, longest 10 mm. A medial strut extends into the aorta 2 mm. Multiple medial and posterior struts extend into the adjacent fat.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: pulmonary embolism, organ/vena cava/aorta perforation, tilt, acute respiratory insufficiency, hospitalization, pain, distress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported acute respiratory insufficiency, hospitalization, pain, distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect platinum is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect platinum (pt) inferior vena cava (ivc) filter on (B)(6) 2008, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.